Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01651.

Event description:
The patient was undergoing a coil embolization procedure to treat a renal bleed using a pod4 and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully placed ruby coils in the target vessel using a lantern delivery microcatheter (lantern). While attempting to advancing a pod4 through the lantern, it became stuck and would not advance inside of the microcatheter; therefore, both the pod4 and lantern were removed. The procedure was then completed using a new ruby coil and another microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01651.